Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was functionally tested including leak, clear passage, and clamp function testing with no issues noted. An integrity test was performed between an in lab titanium adapter and the patient adapter and there were no leaks or issues with the connection. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap extended life pd transfer sets had a connection issue. It was further described as "can not connect tightly to the titanium adapter". This was noticed before use for peritoneal dialysis (pd) therapy. The transfer set was replaced and the issue was resolved. There was no allegation against the titanium adapter. There was no patient involvement. No additional information is available.